Event description:
Patient has history of sickle cell beta thalassemia and has had multiple mediport insertions. Her most recent mediport had become infected and she requires a central line for chronic transfusion therapy. She was admitted for mediport removal and stent placement for her symptoms of superior vena cava syndrome. The stent was placed in usual fashion with usual post procedure measurements. She was extubated and prior to transfer to nursing unit, she complained of pain and her heart rate decreased. She went into cardiac arrest. Attempts at resuscitation were unsuccessful and she required open sternotomy with release of pericardial effusion. She was hemodynamically stable but serial eeg's revealed significant cerebral edema. She subsequently expired. Autopsy showed the stent to be in the superior vena cava in good position. Stent had not been exposed to the aorta. Stent was undersized and in good position. Nb: the stent was examined by hosp and product manufacturer's representative.